Event description:
The patient was revised due to tissue reaction. The patient complained of pain and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices found the products met dimensional specifications. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against eh product and lot code combination since its release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.